Event description:
Olympus medical systems corp (omsc) was informed that during procedure the generator had error message. When the doctor cleaned tip of the probe outside the patient, it broke. This procedure was first time to use the probe and the doctor activated output four or five times. There was no report of patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 9 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.